Manufacturer narrative:
Updated analysis summary by (B)(6) on jan 27, 2022 s/w 2.9d; retainer ring = clear. On (B)(6) 2021 the pump was returned due to patient passing away, but not alleging device. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. Unit uploaded properly using carelink and thus. Unit had minor scratched display window, missing display window cover, scratched case, cracked case at the corner of the belt clip rail, damaged/broken belt clip rail, faded end cap address label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from 12/28/2019 to 05/17/2020. In summary, pump passed all required testing. Pump was not returned for an allegation. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer passed away at hospital. The cause of death was unknown. The customer¿s blood glucose was unknown at the time of death. It was unknown that the customer was wearing the insulin pump at the time of death. No further information was given. The insulin pump was returned for analysis. The case is reported on basis of failure analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.